Event description:
It was reported that the patient underwent a posterior occiput to c6 stabilization using instrumentation and rhbmp-2/acs. One day post-op, a CT of the cervical spine showed post traumatic versus developmental abnormalities at c1-2 multilevel degenerative changes of the cervical spine with interval posterior metallic fixation from occipital bone to c6 level. Eight days post-op, physicians notes stated that the patient continues to remain in halo, has motor strength 5/5 all extremities. His sensory was grossly intact. At 15 days post-op, the halo was removed, and it was noted that the patient was healing well. Neurologic function was intact. The patient was not cleared for driving or return to work. At 44 days post-op a CT demonstrated optimal placement of screws without any sign of breakdown of the instrument. At 76 days post-op the patient reported some muscle strain in lower back and shoulder. Incision noted to be healing well. His motor sensory was intact. The patient was referred to physical therapy. X-rays noted surgery through c6 with no abnormal subluxation seen. Bones are osteopenic. At 107 days post-op, physician's notes indicate that the patient has recovered well and is released back to work. Patient was taking no pain meds. At 198 days post-op, x-rays and CT scan of the cervical spine showed the fracture of the rod along the right c3-4 level without signs of instability. At 230 days post-op the patient had c1-2 chronic instability status post-surgical fusion. Fracture along the side of the c3-4 without further instability. X-rays did not show any progression of instability. At 268 days post-op x-rays demonstrated chronic c1-2 instability without any evidence of further progression, fracture along the right c3-4 rod without any signs of instability. The patient was told to continue to wear the collar. At 296 days post-op, physician's notes state no findings of significant change in the alignment of the spine. At 328 days post-op x-rays and CT scan showed an internal fracture of the left rod below c3 lateral mass. CT confirms nonunion. C1-2 cervical fusion with evidence of pseudoarthrosis and fracture of bilateral rods. The patient is wearing a neck brace, and no explant or revision surgery is scheduled to date.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an occipital cervical fusion at occ-c6 using a pre-bent occipital rod. 7 months post-op during a routine visit x-rays showed the rod fractured at c3-4 on the right. The patient reported experiencing pain between the shoulder blades. The patient is currently wearing a cervical collar and is on restricted activity. No additional patient complications were reported.